Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia. The insulin pump went down, alarm that was going off, audio and vibrating did not work, and we were getting insulin pump errors and the pump was not setup correctly because high and low alert was not being setup. The customer blood glucose level was 400 mg/dl. The customer was assisted with troubleshooting. Customer stated that they in the bed and was sick. The insulin pump will not be returned for analysis.